Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that patient began experiencing frequent power elevations in the 10 to 11 watt range and high flows that were shown as ¿+++". In addition, the patient had infrequent speed reductions and low pulsatility indexes (pi) between 1.8 and 2.6. Two days later, it was reported that the patient was placed on a heparin drip and had become stable.

Manufacturer narrative:
The report of elevated pump power levels, elevated estimated flow values, low pi values, and pump speed reductions below the set speed was confirmed based on the information contained in the submitted system controller log file. However, a root cause for these events could not be conclusively determined. No recorded pump speed values were below the set low speed limit. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains on vad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 11 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.